Event description:
It was reported that the tubing attached along the cassette was bulging, whereas until then it was flat. If it was not held flat when the cassette was inserted, the tubing got stuck and the pump alarmed 'no disposable'. No patient injury reported.

Manufacturer narrative:
(UDI) and PMA/510k are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation.